Event description:
Please refer to initial MFR. Report.

Manufacturer narrative:
The electronic log file was handed over for evaluation and the user provided a comprehensive description of the course of event. A dispatched service technician examined the device on-site but was unable to duplicate the reported behavior. The device passed all tests and did not exhibit a malfunction. The power supply unit, the internal batteries and the mains switch were replaced as a precaution. The device was returned to use w/o further problems reported since then. Power supply and mains switch were installed into the periphery of a lab device and subject to a two-weeks endurance run but the reported failure condition did not recur. The log indicates that the device was switched on in the morning of the given date of event and passed the automatic power-on self-test without deviations. The concerned procedure was started in manual ventilation at 10:23 system time; a switchover to pressure mode was initiated five minutes later. In the beginning the procedure went inconspicuous with stable and plausible readings according to the logged ventilation data. Starting from 11:16 the device alarmed for pinsp not attained and apnea, in the following for minute volume low. The difference in the readings for inspiratory and expiratory flows went temporarily up to 2.1 liters per minute. This corresponds to the detail of the user's report describing the necessary intubation mid of the case which certainly goes along with leakages in the pneumatic circuit during this maneuver. The emergency o2 flush was activated at 11:19 for 33 seconds - the efficacy of this countermeasure is evident from the readings for fio2 which increased from 65 to 93 vol%. One minute later the device was switched off by operator interaction. No indication for the potential presence was found in the logs either. Other than reported there was no switching to manual ventilation executed by the user, the perceived unintended shut down indeed was a regular switch-off maneuver initiated by user interaction and there was no attempt to power the device back on. Neither the examination of the device nor the evaluation of the log file revealed any indication that the reported observation may have been related to a device malfunction. Leakages during the intubation maneuver led to restrictions in ventilation which were alarmed accordingly. Using the o2 flush produced the expected result of fast fio2 increase. The procedure of switching the device off is a two step sequence - the command must be selected with one key and confirmed with another one which makes an unintended power-off extremely unlikely. Dräger finally concludes that there is no issue with the device that would require repair or correction.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a device failure around 12am on the (B)(6) 2019. There were no details in the report which would reasonably suggest that consequences to the patient have occurred.